Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient went on a roller coaster and began having withdrawal symptoms after. A dye study showed no catheter issues and the pump was reading as normal. The reporter was ¿mid case¿ and disconnected. Later the same day, the caller called back and asked how to use the strain reliefs at the connection. It was noted ¿this may be where the issue is¿ however the caller disconnected again. Then, later the same day again after the case, it was reported a boot slid back and there was a 90 degree angle in the catheter. The health care provider (hcp) unkinked it, put the boot back in place and added a suture around the pin. The patient was to be in the hospital for additional monitoring. Per the managing hcp, the dose was decreased to 100mcg/day. It was also reported patient symptoms, some itching and increased spasticity, had begun on (B)(6) 2014 at night and continued to get worse until she was brought to the ER (emergency room) on (B)(6) 2014. The device system was used to deliver baclofen. It was further reported per the managing hcp that the patient was doing well and their symptoms had resolved. The patient had a follow up on (B)(6) 2014. It was later reported that the patient was taking any oral medications at the time of the event. The baclofen therapy was noted as ongoing. Symptoms included an increase in spasms, itching all over and flu like symptoms. The catheter issue was confirmed to be a catheter kink. In terms of location of the issue, it was noted to be at the distal end of the proximal catheter and the proximal end of the distal catheter. The connect ion was noted to be patent. The catheter issue was identified by x-rays. The surgical intervention occurred on the initial reporter date and it was noted catheter or catheter segments were left in the patient not in use, however it was also noted ¿revised¿. No additional actions or interventions were taken as a result of the catheter issue. The patient recovered without permanent impairment. It was further clarified the distal end of the proximal catheter and the proximal end of the distal catheter connection was patent but in a hairpin turn, kinking the catheter. It was noted that the boot which was supposed to be engaged with the distal connector on the proximal catheter had disengaged and pulled back. The hcp also pulled back the proximal tubing and undermined the subcutaneous space so as to allow for a more gentle turn of the tubing relieving any kinking or sharp hairpin turns.